Event description:
It is reported that the pt was revised for recurrent dislocations. The surgeon mentioned that there is no relation between the dislocation and the implants because the dislocations were caused by insufficient muscle tension.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt was described as having a medium build and high activity level. Pt factors that may affect the performance of the components such as bone quality, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. The surgeon stated a possible cause of the recurrent dislocation was due to insufficient muscle tension; however, a definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.